Manufacturer narrative:
(B)(4). The device history review the product hemolok xl clips 6/cart 84/box lot# 73m1900199 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Customer reported that all the clips from that cartridge could not clip correctly to the clip applier. The applier could not hold the clip as it should. Clinical consequences: opened second cartridge and it worked.